Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.block d2b: additional applicable product codes: pjs, nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure of the implantable pulse generator (ipg) for an unknown reason. No additional adverse patient effects were reported despite good faith efforts. The location of the explanted device is unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure of the implantable pulse generator (ipg) for an unknown reason. No additional adverse patient effects were reported despite good faith efforts. The location of the explanted device is unknown.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.